Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2018 with unknown blood glucose. The customer was assisted with troubleshooting with high blood glucose level. The customer was reported that the batteries going quicker. The insulin pump will not be returned for analysis.